Event description:
The customer reported that they suspected the device delivered more energy than selected. There was no impact to the involved patient.

Manufacturer narrative:
The customer reported that they suspected the device delivered more energy than selected. There was no impact to the involved patient. The biomed reported that the device and paddle set passed all testing. The paddle set was evaluated at phillips where it passed all testing. No strips were available from the event. We cannot determine the cause, since the symptom was not duplicated.